Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt reported seeing fluid coming from the cassette door. Pt sates no ill effects or antibiotics taken. Sample is available for evaluation.